Event description:
This case was reported via regulatory authority ansm - health authorities in (B)(6)(reference number: (B)(6)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain behind one kidney, very painful abdomen"), impaired work ability ("recognised as handicapped worker"), deafness ("loss of hearing") and tooth disorder ("dental problems (extraction of 13 teeth) with no treatment possible or efficiency") in a female patient who received essure (batch no. 654828). The occurrence of additional non-serious events is detailed below. In (B)(6), the patient started essure. In (B)(6), the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), impaired work ability (seriousness criterion disability), deafness (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), abdominal distension ("swollen abdomen"), groin pain ("pain in the right groin"), pain in extremity ("leg pain"), musculoskeletal pain ("muscle and joint pain"), dry eye ("dry eyes"), eye disorder ("eye disorder"), fatigue ("fatigue"), thyroid disorder ("thyroid disorder"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), arthritis ("problem with clavicle (acromioclavicular joint arthritis)"), arthropathy ("problem with joint capsule"), pain in jaw ("jaw pain"), allergy to metals ("allergy to nickel"), pollakiuria ("pollakiuria") and ear operation ("operation on left ear"). The patient was treated with surgery (extraction of 13 teeth). She will be treated with another surgery (removal of essure inserts on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, impaired work ability, deafness, tooth disorder, abdominal distension, groin pain, pain in extremity, musculoskeletal pain, dry eye, eye disorder, fatigue, thyroid disorder, dizziness, dyspnoea, arthritis, arthropathy, pain in jaw, allergy to metals, pollakiuria and ear operation outcome was unknown. The reporter provided no causality assessment for abdominal pain, impaired work ability, deafness, tooth disorder, abdominal distension, groin pain, pain in extremity, musculoskeletal pain, dry eye, eye disorder, fatigue, thyroid disorder, dizziness, dyspnoea, arthritis, arthropathy, pain in jaw, allergy to metals, pollakiuria and ear operation with essure. The reporter commented: a few months after placement, I encountered numerous health problems. Removal of essure inserts on (B)(6) 2017. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain behind one kidney/ very painful abdomen, loss of hearing, dental problems (extraction of 13 teeth) with no treatment possible or efficiency and she was recognised as handicapped worker. Abdominal pain is anticipated and the others are unanticipated in the reference safety information for essure. In this case, the consumer refers she started to experience the reported events shortly after essure insertion in (B)(6). There is no information about concomitant and historical medical conditions. A surgery for essure removal is scheduled. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. Considering the nature of the event, the positive temporal relationship and lack of alternative explanation, a causal relationship between the abdominal pain and essure cannot be excluded (related). Considering that essure has a local effect in the fallopian tubes, a contributory role in the reported loss of hearing and dental problems is very unlikely and a causal relationship can be excluded (unrelated). There is no information about the cause why she was recognized as a handicapped worker; therefore a causal relationship with essure is currently not assessable. This case was regarded as incident since a device removal will be required. No further information can be actively obtained from the reporter in this case. A product technical analysis is awaited.

Manufacturer narrative:
This case was reported via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain behind one kidney, very painful abdomen"), impaired work ability ("recognised as handicapped worker"), deafness ("loss of hearing") and tooth disorder ("dental problems (extraction of 13 teeth) with no treatment possible or efficiency") in a female patient who had essure (batch no. 654828) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), impaired work ability (seriousness criterion disability), deafness (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), abdominal distension ("swollen abdomen"), groin pain ("pain in the right groin"), pain in extremity ("leg pain"), musculoskeletal pain ("muscle and joint pain"), dry eye ("dry eyes"), eye disorder ("eye disorder"), fatigue ("fatigue"), thyroid disorder ("thyroid disorder"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), osteoarthritis ("problem with clavicle (acromioclavicular joint arthritis)"), arthropathy ("problem with joint capsule"), pain in jaw ("jaw pain"), allergy to metals ("allergy to nickel"), pollakiuria ("pollakiuria") and ear operation ("operation on left ear"). In 2009, the patient underwent abdominal pain (seriousness criteria medically significant and intervention required), impaired work ability (seriousness criterion disability), deafness (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), abdominal distension ("swollen abdomen"), groin pain ("pain in the right groin"), pain in extremity ("leg pain"), musculoskeletal pain ("muscle and joint pain"), dry eye ("dry eyes"), eye disorder ("eye disorder"), fatigue ("fatigue"), thyroid disorder ("thyroid disorder"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), osteoarthritis ("problem with clavicle (acromioclavicular joint arthritis)"), arthropathy ("problem with joint capsule"), pain in jaw ("jaw pain"), allergy to metals ("allergy to nickel"), pollakiuria ("pollakiuria") and ear operation ("operation on left ear"). The patient was treated with surgery (removal of essure inserts on (B)(6) 2017) and surgery (extraction of 13 teeth). Essure treatment was not changed. At the time of the report, the abdominal pain, impaired work ability, deafness, tooth disorder, abdominal distension, groin pain, pain in extremity, musculoskeletal pain, dry eye, eye disorder, fatigue, thyroid disorder, dizziness, dyspnoea, osteoarthritis, arthropathy, pain in jaw, allergy to metals, pollakiuria and ear operation outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthropathy, deafness, dizziness, dry eye, dyspnoea, ear operation, eye disorder, fatigue, groin pain, impaired work ability, musculoskeletal pain, osteoarthritis, pain in extremity, pain in jaw, pollakiuria, thyroid disorder and tooth disorder with essure. The reporter commented: a few months after placement, I encountered numerous health problems. Removal of essure inserts on 30-mar-2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1045 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 654828 (production date jul-2009, expiration date jul-2012). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: correction following company internal review: similar incident listing updated. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain behind one kidney/ very painful abdomen, loss of hearing, dental problems (extraction of 13 teeth) with no treatment possible or efficiency and she was recognised as handicapped worker. Abdominal pain is anticipated and the others are unanticipated in the reference safety information for essure. In this case, the consumer refers she started to experience the reported events shortly after essure insertion in 2009. There is no information about concomitant and historical medical conditions. A surgery for essure removal is scheduled. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. Considering the nature of the event, the positive temporal relationship and lack of alternative explanation, a causal relationship between the abdominal pain and essure cannot be excluded (related). Considering that essure has a local effect in the fallopian tubes, a contributory role in the reported loss of hearing and dental problems is very unlikely and a causal relationship can be excluded (unrelated). There is no information about the cause why she was recognized as a handicapped worker; therefore a causal relationship with essure is currently not assessable. This case was regarded as incident since a device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be actively obtained from the reporter in this case.

Manufacturer narrative:
This case was reported via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain behind one kidney, very painful abdomen"), impaired work ability ("recognised as handicapped worker"), deafness ("loss of hearing") and tooth disorder ("dental problems (extraction of 13 teeth) with no treatment possible or efficiency") in a female patient who had essure (batch no. 654828) inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), impaired work ability (seriousness criterion disability), deafness (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), abdominal distension ("swollen abdomen"), groin pain ("pain in the right groin"), pain in extremity ("leg pain"), musculoskeletal pain ("muscle and joint pain"), dry eye ("dry eyes"), eye disorder ("eye disorder"), fatigue ("fatigue"), thyroid disorder ("thyroid disorder"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), osteoarthritis ("problem with clavicle (acromioclavicular joint arthritis)"), arthropathy ("problem with joint capsule"), pain in jaw ("jaw pain"), allergy to metals ("allergy to nickel"), pollakiuria ("pollakiuria") and ear operation ("operation on left ear"). In 2009, the patient underwent abdominal pain (seriousness criteria medically significant and intervention required), impaired work ability (seriousness criterion disability), deafness (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), abdominal distension ("swollen abdomen"), groin pain ("pain in the right groin"), pain in extremity ("leg pain"), musculoskeletal pain ("muscle and joint pain"), dry eye ("dry eyes"), eye disorder ("eye disorder"), fatigue ("fatigue"), thyroid disorder ("thyroid disorder"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), osteoarthritis ("problem with clavicle (acromioclavicular joint arthritis)"), arthropathy ("problem with joint capsule"), pain in jaw ("jaw pain"), allergy to metals ("allergy to nickel"), pollakiuria ("pollakiuria") and ear operation ("operation on left ear"). The patient was treated with surgery (removal of essure inserts on (B)(6) 2017) and surgery (extraction of 13 teeth). Essure treatment was not changed. At the time of the report, the abdominal pain, impaired work ability, deafness, tooth disorder, abdominal distension, groin pain, pain in extremity, musculoskeletal pain, dry eye, eye disorder, fatigue, thyroid disorder, dizziness, dyspnoea, osteoarthritis, arthropathy, pain in jaw, allergy to metals, pollakiuria and ear operation outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthropathy, deafness, dizziness, dry eye, dyspnoea, ear operation, eye disorder, fatigue, groin pain, impaired work ability, musculoskeletal pain, osteoarthritis, pain in extremity, pain in jaw, pollakiuria, thyroid disorder and tooth disorder with essure. The reporter commented: a few months after placement, I encountered numerous health problems. Removal of essure inserts on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1036 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 654828 (production date jul-2009, expiration date jul-2012). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain behind one kidney/ very painful abdomen, loss of hearing, dental problems (extraction of 13 teeth) with no treatment possible or efficiency and she was recognised as handicapped worker. Abdominal pain is anticipated and the others are unanticipated in the reference safety information for essure. In this case, the consumer refers she started to experience the reported events shortly after essure insertion in 2009. There is no information about concomitant and historical medical conditions. A surgery for essure removal is scheduled. Abdominal pain of varying intensity and duration may occur and persist after essure insertion. Considering the nature of the event, the positive temporal relationship and lack of alternative explanation, a causal relationship between the abdominal pain and essure cannot be excluded (related). Considering that essure has a local effect in the fallopian tubes, a contributory role in the reported loss of hearing and dental problems is very unlikely and a causal relationship can be excluded (unrelated). There is no information about the cause why she was recognized as a handicapped worker; therefore a causal relationship with essure is currently not assessable. This case was regarded as incident since a device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be actively obtained from the reporter in this case.